Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector, service code 204) has been confirmed. As received, the trunk cable connector was physically damaged and the electrode belt was unable to connect to a monitor. A pin in the electrode belt trunk cable connector was bent. The cause for the service code and inability of the electrode belt to connect with a monitor was the bent pin and damaged connector. The root cause for the damaged connector and bent pin was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving a service code 204 and stated that the electrode belt connector was damaged.